Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one extended opening and yellow particles material was found on the shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one opening sharp. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp edge opening in the side posterior assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported right side rupture, seroma, capsular contracture baker grade IV, swelling and suspected bia-alcl diagnosed by an ultrasound. No pathological markers were provided and no diagnostic testing has been performed. This relates to the right side. The device has been explanted.

Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl suspected. Upon review of further information, allergan medical safety determined that there is no malignancy.

Event description:
Physician reported diagnostic test for alcl was carried out and was negative.

Manufacturer narrative:
Continued initial reporter phone number: (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, rupture, seroma, and suspected bia-alcl.

Event description:
Healthcare professional reported right side rupture, seroma, capsular contracture baker grade IV, "suspected bia-alcl" extremely swollen. Pathological markers confirming alcl have not been received. The device has been explanted.